Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient's system was unable to enter MRI mode due to low impedance on the patient's leads. X-ray imaging was undertaken showing that the patient's leads migrated out of the epidural space. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.